Manufacturer narrative:
Eval: load cell.

Event description:
It was reported by svc report that the svc tech conducted annual preventive maintenance and replaced all 4 load cells. No pt involvement or adverse consequences are reported.